Manufacturer narrative:
H6: investigation summary one used sample was received by our quality team for evaluation. The bd insyte catheter was returned with an extension line of an unknown brand. The sample was subjected to visual inspection for catheter tubing damage. A curved cut was observed on the end of the catheter tubing, near the adapter nose. A device history record could not be evaluated as the lot number is unknown. The assembly process was reviewed, no station will cause the observed curved cut on the catheter tubing. The curved cut could be caused when the product was manipulated during the product application. As the sample had been used, the root cause was not able to be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that angiocath plus 22ga x 1in leaked. The following information was provided by the initial reporter: in the operating room of (B)(6) hospital, while the anesthesiologist was injecting the drug using the angio cath 22g, pir occurred in which the drug leaked between the catheter tube and the cap.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that angiocath plus 22ga x 1in leaked. The following information was provided by the initial reporter: in the operating room of (B)(6) hospital, while the anesthesiologist was injecting the drug using the angio cath 22g, pir occurred in which the drug leaked between the catheter tube and the cap.